Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. The power cord was received by baxter. Upon inspection, it was determined that the power was burned and melted. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a burned and melted power supply were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The customer reported the connex spot monitor power cord had a burnt damage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).